Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive both universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The first usm was analyzed and there were no issues found with this component. In the logs review, no error was found. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system, and it passed normal mode. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed. This usm was sent by mistake due to misconfiguration and did not need any extra repair. Furthermore, the second usm was analyzed and the reported "31226" error was confirmed and replicated. In system logs, the 31226 error was found indicating a communication error on the usm between axes controller arm (aca) and axes controller motor (acm) confirming the 31226-error occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 31226 error was triggered indicating a fiber-related error on the clock spring, parallelogram, and rolling loop, replicating the reported event. The usm was then installed onto a pftp where the fiber test had past however, it indicated a decaying trend on the fibers. Once testing was completed, the clock spring, parallelogram, and rolling loop fibers was verified to be the source of the error. The complaint was replicated based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to communication errors with the clock spring, parallelogram and rolling loop fiber cables located within the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had error 31226. The procedure was converted to another dv system with no reported injury.